Manufacturer narrative:
(B)(4). Batch # l5529z. The analysis results found that an ecr60d device was returned inside its package unopened. The package and device were visually inspected and no wrong device was observed to be inside. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformances. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A94371p00 in not a valid lot number. Do you have the correct lot (on the packaging) and/or batch (on the reload pan) number? Are you able to confirm what wrong reload code was reported to be in the package? Are any photos available of the reload and packaging? Was the reload attempted to be used? If yes, what was the result?

Event description:
It was reported that the customer found the wrong reload in the packaging for an ecr60d. It was unknown if a procedure was involved.